Manufacturer narrative:
(B)(4). The customer advised physio-control that they will not be returning the device to physio-control for evaluation and have since retired the device from service. The cause of the reported failure could not be determined.

Event description:
The customer reported that when they opened the lid on their device, it came off. In addition to the lid coming off, the customer stated that the lid would not stay latched down (when on the device) and the device did not have any voice prompts. Without any voice prompts, the device could not be used on a patient, if needed. There was no patient use associated with the reported failure.